Event description:
It was reported that short interval counts (sic) were increasing on the right ventricular (rv) lead due to oversensing. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable tachy lead (B)(6) 2000; 6945 implantable tachy lead (B)(6) 2000. (B)(4).